Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Gastroesophageal reflux disease is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported an explantation of a band and port due to an alleged "increased gastroesophageal reflux disease, gerd." Health professional has declined to provide any additional information at this time.